Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient experienced capsular contracture on the right breast implant. The patient had undergone replacement of the implant with saline mentor smooth round moderate profile 250cc . The patient was in a stable condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/12/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. During initial evaluation, a rent, measuring approximately 0.3 cm, was found within a crease on the posterior aspect. Microscopic examination of the edges of the rent gave no indications of instrument damage. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this point is not possible to determine the origin of the yellow material found in the device. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/24/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250cc and experienced deflation on the right breast implant. The patient noticed the deflation. As a result, the patient had undergone explantation on (B)(6) 2018.